Event description:
It was reported that during surgery, while latching the screws in, the handle busted and came apart. There was a delay of about a minute.

Manufacturer narrative:
No lot code # was provided and the syntax of the submitted production code # a9110 is not in line with the syntax for production codes and cannot be interpreted. Therefore a review of the relevant quality documents (manufacturing and inspection documents) cannot be performed. Because of the unavailable lot code # and production code # it is also not possible to determine the total qty. Of products manufactured within the lot and released for distribution. The claimed product was not returned for investigation therefore a confirmation of the reported event was not applicable. Also a visual, functional and dimensional examination cannot be performed and therefore it is not possible to determine the root cause. Regarding the description that the handle busted and came apart and based on previous similar investigations related to the reported event the most likely root cause could have been a user related issue. Indications for any manufacturing related problems were not determined in this investigation. Product surveillance will continue to monitor complaints of this type for adverse trends and the complaint is added to the complaint trend. If the affected product is being returned at a later date an adequate investigation will be performed, the complaint re-opened and the investigation result revised. Device was not returned, as was originally expected.

Event description:
It was reported that during surgery, while latching the screws in, the handle busted and came apart. There was a delay of about a minute.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.